Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that patient death occurred. In (B)(6) 2011, the patient was referred for cardiac catheterization which revealed the de novo lesion located in the distal left anterior descending artery (lad) with 85% stenosis and was 26mm long with a reference vessel diameter of 2.52mm. The lesion was treated with pre-dilatation and placement of a 2.50mmx32mm study stent with residual stenosis of 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with cardiac related symptoms and died due to cardiac shock.